Manufacturer narrative:
The customer found that the foot tray was cracked when the lift was inspected. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The customer replaced the foot tray cover to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the acct stating that the foot tray was cracked. The lift was located in the pt room. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).